Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed use residue throughout the returned sample. The 4 cm through 14 cm depth markers were observed to be worn and faded. A circumferential split was observed near the 13 cm depth marker. A microscopic observation revealed the edges of the split to be mostly straight with a rough surface texture. Whitening of the catheter material was observed at the corners of the split, and one corner of the split was observed to be slightly curved. The surface of the catheter was observed to be slightly dull near the edges of the split, and some wrinkling of the catheter material was observed near the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. As a note, the product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of rebv0949 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the "patient admitted to the thorax department had the catheter inserted from the lower extremity. With the catheter, the infusion did not go smoothly, and vascular ultrasound check showed no thrombus. After evaluation by surgeon, the catheter was removed. After the withdrawal, it was found that the 12-13cm scale of the catheter broke off."

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebv0949 showed no other similar product complaint(s) from this lot number. Device has not yet been returned.

Event description:
It was reported that the "patient admitted to the thorax department had the catheter inserted from the lower extremity. With the catheter, the infusion did not go smoothly, and vascular ultrasound check showed no thrombus. After evaluation by surgeon, the catheter was removed. After the withdrawal, it was found that the 12-13cm scale of the catheter broke off."